Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and reset the time display connection. The fse checked the unit for 2 hours and the unit working ok. Device passed all functional and safety tests according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) display is flickering. There is no patient involvement .